Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of hip due to failure of competitor shell and liner. In performing the revision, the surgeon wanted to remove the femoral head and restoration modular cone body to access the joint space. After the head was removed (reported by the rep as needing excessive force to remove it as it had been impacted too hard at implantation), the surgeon attempted to remove the cone body but it, too, was too tightly impacted. The collet of the body stem separator (6278-9-070) broke in 2 pieces. The surgeon used a hemostat to remove the broken pieces and the surgeon decided to continue the revision with the cone body left in place. Rep confirmed that no further information will be released by the hospital or surgeon.